Manufacturer narrative:
The pump passed some functional testing. However, the pump was received stuck in a motor error loop during the bolus / basal delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion or excessive no delivery tests due to the motor error alarm. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was recently hospitalized due to a severe ear infection and diabetic ketoacidosis. Blood glucose level at the time of admission was not provided. Customer had not been wearing the insulin pump for about one day prior to the hospitalization. The caller also reported that the insulin pump had six motor error alarms and a motor position encoder error alarm. Blood glucose level at the time of the incident was 204 mg/dl. Customer's mother declined troubleshooting. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.